Event description:
The physician attempted arteriotomy closure with two perclose a-t (closer ak) devices following an interventional procedure. The first device deployed without any difficulty. Upon needle retrieval a cuff miss was noted. The foot was parked and the device was removed from the patient's artery. After the device was removed, it was noted that with the lever completely closed, the foot of the device appeared as if it were "pushed up from the bottom." The anterior and posterior parts of the foot were reported to be "pushed out the top of the device." They were not hanging freely, but were attached to the actuator wire. The physician opened and closed the foot and the foot fell back into place. The physician inserted a second device and there was "insignificant oozing." The device was deployed without difficulty and the physician thought he had hemostasis, however an air knot occurred. A hematoma was noted that measured 5cm x 5cm and was inside the leg to the underside of the patient's genital area. The patient remained in the hospital an extra day due to movement of the hematoma medically when the patient stood up. This caused the penis to swell and resulted in an inability to void. A catheter was placed. The next day the swelling was decreased. The catheter was removed and the patient was able to void. It was reported the hematoma was probably larger than 6cm, but the exact measurement is unknown. The patient was discharged home. There was no report of further adverse patient sequelae.